Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was then performed in which the device was primed using the instructions on its label copy and observed for issues; no issues were noted. Clear passage and pressure testing were performed, and the device passed both tests. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link IV connector would not connect to a non-baxter syringe. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.